Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the customer had a blood glucose level of 21 mg/dl, which he treated by eating frosting. Troubleshooting could not be performed as the customer was not present with the insulin pump at the time of the call. Customer's father was also calling regarding the scroll wrap feature recall. The insulin pump was not replaced or returned for analysis.